Manufacturer narrative:
Concomitant medical product: addr01 ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited intermittent oversensing of high rate episodes. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.